Manufacturer narrative:
A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2010, this pt underwent endovascular repair for an abdominal aortic aneurysm measuring 63 mm in diameter, and was implanted with gore excluder endoprosthesis featuring the gore c3 delivery system. Final positioning of the trunk component was reported to be 0.5 cm lower than intended, due to migration of the device during cannulation of the contralateral leg component. The sheath had been placed in the contralateral gate to perform ballooning of the proximal end of the device, which may have contributed to the device migration. The maximum diameter of the pt's proximal landing zone just distal to the renal arteries was reported to measure 26 mm, with a minium proximal landing zone measuring 19.5 mm. The pt aortic neck angle was reported to be 5 degrees.